Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-aug-2022. The device evaluation was completed on 06-sep-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed reddish material on the thermocool® smart touch® sf uni-directional navigation catheter. Microscope examination in the pebax area revealed that there is a hole in the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. The event described of the force issue was unable to duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Regarding the additional finding observed, the instruction for use contains the following information: -in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. -to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially it was reported that during the procedure, the force values displayed were high. A second catheter was used to complete the procedure. There was no patient consequence reported. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-sep-2022, there was reddish material and a hole in the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 22-sep-2022.